Manufacturer narrative:
Investigation included internal technical review and complaint handling. Investigation of this case revealed a suspected charger malfunction with failure to provide power or indicate charging status. It was concluded that the event was device related to the charger component, with user retraining not indicated and no patient injury reported.

Event description:
It was reported that the charger did not function, showed no indicator light when plugged into multiple outlets, and the ilet did not charge, consistent with a charger power or indicator failure. Symptoms included no adverse clinical effects reported. Outcomes included replacement supplies shipped to the user.